Event description:
It was reported that during a routine generator change procedure, this right ventricular (rv) lead was observed to exhibit a shock impedance measurement of 130 ohms which is considered to be high out of range. Technical services (ts) was consulted for further troubleshooting assistance. Ts discussed programming options and recommended for a commanded shock test to be performed for further lead evaluation. At this time, this rv lead remains in service. No adverse patient effects were reported.